Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed incoming functional test. Analysis found both bail covers were cracked. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pacemaker shut down immediately after the battery was removed. This also happened during the testing by the medical technician. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.